Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that a patient advised to their therapy support specialist (tss), that the device is not working for them and their symptoms. The patient has had many reprograms done and the field team has met with the patient in person as well many times for adjustments. The patient is having their device removed on (B)(6) 2025. The patient had a full device removal on (B)(6) 2025. There were no other complications or issues mentioned.

Event description:
It was reported that a patient advised to their therapy support specialist (tss), that the device is not working for them and their symptoms. The patient has had many reprograms done and the field team has met with the patient in person as well many times for adjustments. The patient is having their device removed on (B)(6) 2025. The patient had a full device removal on (B)(6) 2025. The patient is doing well and healing from the removal of the axonics device. There were no other complications or issues mentioned.

Manufacturer narrative:
Block d4: UDI for concomitant product, tined lead: (B)(4). Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegations relate to "inadequate/inappropriate treatment or diagnostic exposure" and "device explantation" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.